Manufacturer narrative:
Based on the claim against the product by the customer noting that the gen11 ethicon generator had a message indicating the harmonic ace instrument "cutter head" pressure was too high, and the instrument "cutter head" broke after the customer removed the instrument to perform an external test, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken curved blade. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of the broken curved blade to be related to the customer reported complaint. A broken piece measuring approximately 0.44" x 0.10" was not returned with the instrument. Blade damage may be detected by the generator with a solid tone or an error. The common cause of the broken blade is typically attributed to mishandling/misuse. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades). The reported complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable malfunction due to the following conclusion: failure analysis investigations confirmed a missing piece from the harmonic ace instrument blade. The missing piece could fall inside the patient during the surgical procedure. Based on the information provided, there was no report from the customer that a fragment from the instrument fell inside the patient during the procedure. While there was no reported harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling inside the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted proximal gastrectomy surgical procedure, the ethicon generator displayed a prompt "excessive pressure on the ultrasonic cutter head" and instructing the user to remove the harmonic ace instrument. After removal, the user stated that the blade was broken. Use of the instrument was discontinued. The procedure was completed with no other issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the returned product. However, as of the date of this report, no additional information has been provided.